Manufacturer narrative:
Per additional information received, this reported event only affected the monitored value of tidal volume and did not prevent the initiation of mechanical ventilation. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).